Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. In an attempt to troubleshoot, the contact may have inadvertently pressed the change cartridge when the pump had instructed the contact to fill the cartridge. The contact then received a valid minimum fill notification when the cartridge was reinstalled as it only had 49 units in it. Tandem customer technical support (cts) instructed the contact to load a new cartridge. The contact acknowledged and as a cartridge was not readily available, the loading of a new cartridge was not completed at the time cts was contacted. The contact indicated that the occlusion may have impacted the customer's blood glucose (bg) level and it was not known if the minimum fill notification impacted the bg.